Manufacturer narrative:
An event regarding packaging damage involving an offset adapter was reported. The event was confirmed. Visual inspection confirmed the reported event. It appears that the box was excessively handled to the extent that the carton collapsed and the blisters burst. A device history review confirmed that this batch was manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that the returned carton is severely damaged, falling apart and compressed along the entire length of the carton. The outer blister is compressed and the inner blister within is shattered. This carton was subjected to excessive handling to the extent that the carton and blisters within have broken down. It is noted that the device was attempted to be implanted after four years on the shelf and was part of a loan kit

Event description:
Opened box and the inside of the box containing the implant was broken and the implant fell to the floor. Opened another box (same implant) and plastic was damaged too, but the doctor deemed it sterile and was implanted.

Event description:
Opened box and the inside of the box containing the implant was broken and the implant fell to the floor. Opened another box (same implant) and plastic was damaged too, but the doctor deemed it sterile and was implanted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.